Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the device after use were provided and review of the images revealed the associated delivery system protruding through the esheath+ and a liner puncture of the esheath+. Imagery of the patient's anatomy was provided and it was observed that the patient's right access vessel had presence of tortuosity, calcification, and undersized vessel diameters. In this case, the complaints for resistance and liner puncture were confirmed based on the evaluation of the provided imagery. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Available information suggests that patient factors (undersized vessel, calcification, tortuosity) likely contributed to the resistance when advancing the devices through the esheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Available information suggests that patient factors (undersized vessel, calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the event of liner puncture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, resistance was met while the valve and commander delivery system was being advanced through the esheath+. It was noted the valve had exited the esheath+ via the seam. The valve was pulled into a non-split section of the esheath and the system was removed as one unit. A new esheath, valve, and delivery system were prepared and inserted without issue. There were no leg/vascular complications. The leg was perclosed at the end of the procedure and the patient was in stable condition. It was noted that the vessel was straight but calcified.